Event description:
Customer reported they received a reading of 127 mg/dl with the qid meter. They felt dizzy and lost consciousness. Their family member took them to the hospital where a reading of 375 mg/dl was received using an unknown brand meter. Insulin was provided and a test result of 110 mg/dl was received after approximately two hours.